Event description:
Caller reported that a malfunction occurred on the pump, with no notable preceding events. There was no reported impact to customer's blood glucose level as information regarding this was unknown or declined. Technical support assisted the caller by providing information on how to reset the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if the malfunction recurred, an instruction which the caller acknowledged and understood.